Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during a pocket revision due to pain, the physician bovied on the implantable pulse generator (ipg) and the patient went into ventricular fibrillation (vf). The patient was converted externally. The physician decided to remove the current ipg and replace it with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).